Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported blocked cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod. The pod's cannula was reportedly blocked and it is unknown whether an occlusion alarm was triggered. Treatment details were not provided. A supplemental report will be submitted if additional information becomes available.